Manufacturer narrative:
Two of the four indicators subject of the reported event were returned to steris for evaluation. The additional two indicators were scrapped by the customer and not returned. The verify steam integrating indicator is used to verify that sterilization conditions were met during a cycle. For the two indicators that were tested, the reported issue was confirmed. It was determined that the indicators did not contain the minimum amount of chemical material to allow the ink pellet to reach the acceptance window. The dhrs for the lot numbers subject of the reported event were reviewed and no abnormalities were noted. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues reported.

Event description:
The user facility reported that four of their verify steam integrating indicators did not completely enter the acceptance window following completed cycles resulting in the instruments having to be reprocessed. The facility reported procedure delays occurred as a result. The procedures were completed successfully. No report of injury.